Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer had been trying to refill the tubing. Customer's blood glucose level was 202 mg/dl. Customer stated that the insulin is spraying out. Customer reported that the preset settings are saved and the numbers keep scrolling up. It was explained that during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump alarmed a33 during the prime/a33 test due to faulty force sensor resistor. Numbers does not ramp up on its own or scroll bar moving with no input. The insulin pump was received with minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.